Event description:
Received info stating patient was experiencing fluctuating bg levels. Customer informed tandem she has been having issues with infusion sets and does not believe bg issues are related to cartridge issues.